Event description:
It was reported that malfunction alarm malf 12 occurred on pump with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer did not have charging pad available to reset pump, and technical support planned to follow up shortly to assist with resetting; no additional information was received regarding the outcome of the event.